Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The rn asked what the alarm meant. The technical service representative (tsr) explained the high drain 103 alarm to the rn. The tsr started asking the rn the troubleshooting questions. The rn stated the tsr would have to contact the home patient (hp) about the questions. The tsr contacted the patient's wife (the caregiver (cg)). The tsr had the cg do a manual drain with manual bags, and reviewed the therapy settings. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd). The total volume was set to 6000ml, the total time was set to nine hours, the fill volume was set to 2000ml, the last fill volume was set to 0ml, the patient's weight was set to (B)(6), the number of cycles was set to 3, the dwell time was set to two hours and thirty four minutes, auto dim was set to no, the initial drain alarm was set to 0ml, the comfort control was set to 36 degrees celsius, and last manual drain was set to no. In the therapy log on (B)(6) 2012 at 22:48, therapy was complete. The initial drain volume was equal to 3ml, the recovered initial drain volume was equal to 0ml, the last fill volume was equal to 0ml, the total fill volume was equal to 6011ml, the total drain volume was equal to 8116ml, the average dwell time was equal to two hours and nineteen minutes, the average drain time was equal to forty four minutes, the total ultrafiltration (uf0 was equal to 2104ml, there were no bypasses, no manual drains, and no changes in therapy. The tsr reviewed the cycle by cycle uf. The cycle 3 uf was equal to 2061ml, the cycle 2 uf was equal to -248ml, and the cycle 1 uf was equal to 291ml. The tsr recommended the cg contact the rn about the average drain time being equal to forty four minutes, and cycle 3uf was being equal to 2061ml. The cg stated the hp manually drain three grams. The tsr asked the cg the troubleshooting questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that the patient has not reported any other issues with therapy. She stated that as far as she knew, the patient did not have any reoccurrences of the alarm. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain; one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.